Event description:
The lay user/patient called lifescan (lfs) on october 22, 2006, and alleged that his meter was reverting into the set up mode. The medical affairs specialist mailed a letter on october 25, 2006, since the user could not be reached by telephone for further clarification. The patient reported that he was unable to test his blood glucose since october 19, 2006, because his meter would enter the set-up mode when attempting to test. During the time, the patient was unable to test, he took his usual dose of humalog and an extra 2 units before meals. He also decreased his carbohydrate intake. He stated that while unable to test, he did not seek any medical attention. He claims he had two hypoglycemic events. On the day of one of the events, the patient woke up sweating and felt he was low. He ate toast and a veggie omelet. He did eat a slice of bread with peanut butter before bed to prevent low blood glucose. It would have been helpful to know if his symptoms improved after he ate, the dates/times of the hypoglycemic events. The patient stated that he then began getting error 1 messages and during troubleshooting, the error 1 message appeared. This has been documented and reported on another service request. This complaint is being reported, as the meter issue was not resolved with troubleshooting. During the time of the meter issue, the patient did experience two events, the patient relates to being hypoglycemic for which the patient self-treated. No blood glucose readings were obtained while the patient had symptoms. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.